Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found the mid-section severely melted with splits on either side but intact no with visible gaps. There was no metal exposed or suspected missing fragment. Further inspection found char marks on the non-insulated area of the grasping section and on the probe unit due to thermal damage. The device was connected to the test usg-400/esg-400 and passed the probe check. Based on the investigation findings, the damage of the teflon pad can be attributed to no tissue or insufficient tissue between the probe and jaw during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device detached with visible gaps causing metal to be exposed. It was reported that the surgeon was performing a seal/cut with the device¿s third activation when this incident occurred. No error was observed on the generator. No device fragment fell into the patient. There was minor bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.